Manufacturer narrative:
Device evaluation confirmed the stent was received fully retracted. The investigation confirms that partial stent deployment was not possible, reference investigation below. This complaint report has been re-assessed and no longer meeting the reporting criteria of an FDA MDR malfunction report. FDA MDR precedence not applicable as no partial stent deployment occurred as per the investigation conclusions. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ MDR report . On evaluation of the returned device, it was noted that no lockwire was returned. The flexor was kinked at the handle. The stent was fully retracted into the sheath, it was noted that the lockwire had been pulled at the point of no return so the stent could not have been retracted after this was done. The handle of the device was opened during the lab to show that the flexor was broken. The stent was manually deployed and no issues were noted with the stent. The customer complaint was confirmed as the flexor was kinked and broken. Prior to distribution all evo-25-30-10-c devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. From the information provided there were no adverse effects to the patient. Complaints of this nature will continue to be monitored for emerging trends. Device evaluation confirmed the stent was received fully retracted. The investigation confirms that partial stent deployment was not possible, reference investigation below. This complaint report has been re-assessed and no longer meeting the reporting criteria of an FDA MDR malfunction report. FDA MDR precedence not applicable as no partial stent deployment occurred as per the investigation conclusions. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ MDR report . On evaluation of the returned device, it was noted that no lockwire was returned. The flexor was kinked at the handle. The stent was fully retracted into the sheath, it was noted that the lockwire had been pulled at the point of no return so the stent could not have been retracted after this was done. The handle of the device was opened during the lab to show that the flexor was broken. The stent was manually deployed and no issues were noted with the stent. The customer complaint was confirmed as the flexor was kinked and broken. Prior to distribution all evo-25-30-10-c devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. From the information provided there were no adverse effects to the patient. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
This follow up report is being submitted to cancel the initial report. Due to the receipt of the device this event has been re-assessed as no longer meeting the reporting criteria of an FDA MDR malfunction report. This event was conservatively reported based on malfunction precedence for this device family for the issue of "deployment issue resulting in the exposed stent being removed from the patient". No adverse effects to the patient have been reported as occurring. Device evaluation confirmed the stent was received fully retracted. The investigation confirms that partial stent deployment was not possible. (Reference investigation for full details). FDA MDR precedence not applicable as no partial stent deployment occurred as per the investigation conclusions. Initial description submitted as follows: it was reported that the physician was able to get the guidewire past the stricture and ran the stent down. The scope was in a torqued position and the patient had tortuous anatomy. In an attempt to deploy the stent, the red stent indicator was moving but could not see the stent deploying through fluro. When they were at the point of no return on the stent they heard a pop in the gun. The safety wire on the back end of the stent was pulled but the stent would not release. The whole system was removed and another manufacturer¿s device was used to complete the procedure.

Manufacturer narrative:
It was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. The device has not been received; therefore the cause of this complaint could not be conclusively determined. With the information provided, a document based investigation was carried out. The customer complaint was confirmed based on customer testimony. As per complaint description: "the scope was in a torqued position and the patient had tortuous anatomy." This could have contributed to the deployment issues experienced. Prior to distribution all evo-25-30-10-c devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. From the information provided, there were no adverse effects to the patient. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
It was reported that the physician was able to get the guidewire past the stricture and ran the stent down. The scope was in a torqued position and the patient had tortuous anatomy. In an attempt to deploy the stent, the red stent indicator was moving but could not see the stent deploying through fluro. When they were at the point of no return on the stent they heard a pop in the gun. The safety wire on the back end of the stent was pulled but the stent would not release. The whole system was removed and another manufacturers device was used to complete the procedure. Event is MDR reportable based on the device malfunction reporting precedence for this device family for the issue of "deployment issue resulting in the exposed stent being removed from the patient".